Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "poor pad contact" message using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 catalog # removed, and d4 primary UDI # updated, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Evaluation result: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.